Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient presented in clinic with low back pain sustained via work-related injury on about (B)(6) 2010. Per the clinic records, ¿patient currently complains of mechanical back pain in the midline at the lumbosacral junction. It will radiate down both legs, worse on the left, but the back and leg pain are roughly equal.¿ a recent MRI revealed presence of moderate hnp at l5-s1. Subject was given a prescription for a medrol dosepak, percocet 5mg, and soma 350. On (B)(6) 2010, the patient presented in clinic for follow-up with low back pain. Per the clinic records, patient received an esi 7 days ago which resulted in complete resolution of his lower extremity symptoms. Low back pain persists. Patient to continue percocet and soma. On (B)(6) 2010, the patient presented in clinic complaining of severe spasms in low back running down left leg. Patient stated that he felt his 3rd esi aggravated his lumbar pain. Patient would now like to proceed with diskectomy surgery. On (B)(6) 2010, the patient underwent bilateral laminotomy and discectomy at l5 ¿ s1. No complications were noted. On (B)(6) 2010, the patient presented in clinic for follow-up of laminectomy and diskectomy surgery. Per the clinic records, lower ext remity symptoms have resolved. Initial increase in back pain 3-days since the surgery is now resolving. On (B)(6) 2010, the patient presented in clinic with persistent low back pain. Per the clinic records, ¿his symptoms as regards low back pain persist and are in some ways worsened.¿ ¿at this point it¿s apparent that the discectomy had no benefit for the patient¿s lumbar spine.¿ ¿I propose a discectomy and fusion with a posterior spinal fusion at l5-s1, and an anterior lumbar interbody fusion at l5-s1.¿ on (B)(6) 2010, the patient underwent a lumbar MRI which demonstrated the following: the patient has evidence of moderate ddd at t11 ¿ t12. There is evidence of advanced ddd at l5-s1. The disc at l5-s1 bulges circumferentially. On (B)(6) 2010 the patient presented in clinic with unchanged symptoms of low back pain. Per the medical records, ¿(treatments/assessments/etc performed)¿. On (B)(6) 2010, the patient underwent alif using infuse medium kit, and non-medtronic hardware placement to treat hnp with spinal stenosis and severe ddd at l5 ¿ s1. A 13mm allograft spacer was used to maintain disc height at l5 ¿ s1. On (B)(6) 2010 the patient presented in clinic for follow-up from alif procedure. Per the clinic records, ¿he is doing quite well except he has some right leg symptoms, which are diffuse and generalized, most likely due to a nerve traction injury during the placement of the retractors.¿ patient takes oxycontin and percocet. On (B)(6) 2010, the patient presented in clinic for follow-up. Patient now reports frank incontinence and increasingly severe pain radiating down right buttock into right leg. Left lower extremity symptoms have completely resolved since the surgery. On (B)(6) 2011, the patient presented in clinic for follow-up. Patient has minimal complaints of any discomfort. His only discomfort is the feeling deep in his buttocks of some pain with prolonged sitting. He has no lower radicular symptoms today. Lumbar x-ray indicates no change from previous. On (B)(6) 2011, the patient presented in clinic for follow-up. Pain is improving, but still present in buttocks, around sacrum. X-rays show further maturation of the fusion. He has excellent incorporation at both endplates, and no lucencies are seen. On (B)(6) 2011, the patient presented in clinic for follow-up. Patient did report a flare-up with his back pain when doing some work conditioning, but it¿s starting to settle now. ¿the patient has reached maximum medical improvement. He has had significant improvement in his pre-operative symptoms. I believe the patient should have a permanent work restriction that would place him at medium demand level as defined by (B)(6).¿ on (B)(6) 2011, the patient presented in family practice clinic for follow-up on blood pressure. Patient still has pain at l5-s1 region with radiation going into both legs ¿ feet really hurt. He filed for disability last week. On (B)(6) 2011, the patient presented in family practice for ¿check-up¿. ¿feet are hurting him a lot. Wife states that he walks like a 90 year old man.¿ having a lot of back pain. Having urinary accidents. ¿he is going to see his attorney¿s doctor.¿ on (B)(6) 2012, the patient presented in family practice for follow-up. Patient now being treated for peripheral neuropathy with amitriptyline 25mg tid. On (B)(6) 2012, the patient presented in family practice for follow-up. Patient complains of worsening pain in feet, and toes will go numb. ¿noticed this has been worsening since he had back surgery. Not sure what else we can do¿. On (B)(6) 2013, the patient presented in family practice for check-up. ¿pain in back and arms and in legs from hip down. Long term for patient ever since his back surgery. Has paresthesias and burning in legs ever since as well. No weakness noted. Still has some sensation.¿ on (B)(6) 2013, the patient presented in family practice for recheck on back pain. Per clinic note, ¿patient still having significant back pain and numbness in legs. He has been declining since his surgery 2 years ago. Trying to seek disability at this time. He is still wetting the bed¿¿